Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient noticed that about 6 months ago the 'up' and 'down' button would not respond to presses. The 'ok' button is reportedly sticking now. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and required hard presses to elicit a response. The other keypad buttons responded appropriately and had normal spring back or click. There was evidence of keypad contamination found under the key contacts. There were no hypersensitive or inverted key contacts found. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.